Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot number: va1s71c) found that the electrode on the distal end of the stim lead was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported a manufacturer staff member initially reported the event. It was reported it was unknown if the issue was regarding the lead connecting to the extension. It was reported the cause of the issue was unknown. When asked if it was an out of box issue, it was reported the issue was found during use after unpacking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) . It was reported that during the operation, it was found that the metal tip of the lead could not be placed in the "sleeving". The new lead was placed. The patient was currently in the hospital for observation. No patient symptoms or further complications were reported.